Manufacturer narrative:
D10 concomitant product: lf2019, exact dissector lf2019 ligasure 21cm (lot#23070189x); vlls10gen, vlls10gen ls series vessel sealing gen (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during hemorrhoid surgery, the first device, there was inadequate sealing with evidence of energy delivery and end tones heard; no bleeding has occurred after cutting. While the second device stopped working with evidence of energy delivery but no end tones heard. Both devices were plugged into a generator, and another device was used successfully. No error codes has occurred. There was no patient injury.